Manufacturer narrative:
A review of the device history was performed an no non-conformances were identified. Current info is insufficient to permit a conclusion as to the cause of the reported event. Requests are being made for additional info and a supplemental report will be provided if this info is received. Please note that this custom implant is similar to the mets modular proximal femur implant (k121029).

Event description:
It was reported by the surgeon that the pt underwent a primary procedure on (B)(6) 2010 and subsequently was revised on (B)(6) 2012 due to an infection.

Manufacturer narrative:
The patient has had a chronic reaction to metal as medical records indicate that infection had been ruled out. The implant was in-situ for 2 years, and was successfully revised to a distal femur. There were no reported complications resulting from the revision procedure. This complaint is being closed, and is being tracked and trended.

Event description:
It was reported by the surgeon that the patient underwent a primary procedure on(B)(6) 2010 and subsequently was revised on (B)(6) 2012 due to an infection. Ref: (B)(4).